Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having pain at the lead and ipg site and both sites were sensitive to the touch. It was also reported that the patient was in the emergency room (ER) and was given two shots. No further information can be obtained by bsn.